Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was pulled, causing the nosecone to dislodge the implanted valve and the patient to decompensate. An additional valve was implanted successfully. No additional adverse patient effects were reported. Additional information was received that during the implant of the valve, the right femoral artery was used for the access site. No pre-implant balloon aortic valvuloplasty (bav) was performed. A non-medtronic guidewire (safari) was used during the implant. The valve was implanted into the native annulus. Cuspal overlap technique was used along with slow deployment training guidance. It was reported that the nosecone was not centered within the valve frame inflow prior to with drawing the delivery catheter system (dcs). The dcs was not twisted or torqued during deployment. Hypotension was observe when the patient decompensated and they were placed on extracorporeal membrane oxygenation (ECMO). No additional adverse patient effects were reported. Additional information was received from a patient family member reporting it was a bad experience with putting in the device since the valve got away and had to be replaced, and the implantation of a permanent pacemaker the following day. The indication for the pacemaker was incomplete atrio-ventricular (av) block. The patient died eleven days following the valve implant procedure due to an unspecified cause.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; product ID: d-evolutfx-2329 (lot: 0011517012); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.